Manufacturer narrative:
The reported event of a deformed deployment was confirmed. Following the simulated deployment, the bulbous shape returned to normal and met functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications at the time of release to commercialization. Though the occluder was determined to meet functional specifications, the root cause of the deformation upon initial deployment is under further investigation.

Event description:
On (B)(6) 2019, a 25mm amplatzer cribriform occluder was selected for implant. After deployment a "sombrero-like" deformation on both discs was reported. The device was recaptured and removed and exchanged for another amplatzer cribriform occluder. No patient consequences were reported.